Event description:
Boston scientific received information from a family member that an issue had been identified with a "loose lead in the back of the device" when the patient was being examined for kidney cancer. The patient subsequently passed away from kidney failure. It was reported the patient's physicians made the observation while reviewing an x-ray, and planned to revise the lead along with replacing the associated device after the patient was strong enough to undergo surgery for an unrelated abdominal aortic aneurysm. There were no adverse patient effects associated with this issue, and no allegations that it was related to the patient's death. The available device data suggested a possible issue with this left ventricular lead, as recent daily lead impedance measurements were intermittently not recorded and no other device/lead anomalies were noted.

Manufacturer narrative:
This investigation will be updated should additional information be provided.